Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 293 mg/dl, 191 mg/dl, 148 mg/dl, 163 mg/dl, 212 mg/dl, 182 mg/dl, 173 mg/dl, and 172 mg/dl. Customer took 2 units of humalog and 4 units of nph based upon the reading of 148 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.